Manufacturer narrative:
This device was received at boston scientific's return products department for laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was put through and passed rf telemetry testing. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The fcr had started the pre-implant prepping of this device and reported that this device had been on the electrophysiology (ep) laboratory's product shelf for a period of time. Initially, the fcr experienced difficulties with device communication. The fcr exited storage mode and then lost telemetry. This device was re-interrogated and a message was displayed on the programmer about exiting shelf mode again. The technical service's consultant was informed that the battery percentage was at 98%. The technical service's consultant discussed the possibility that the command to exit shelf mode may not have been received by the device before telemetry was lost. The fcr commented that the patient data was still stored in the device but the electrode model and serial number hadn't been retained that had been entered prior to loss of telemetry. The fcr was informed that this device could be implanted if telemetry was re-established again. The fcr commented that upon re-interrogation, a message was again displayed about exiting shelf mode and the model and serial number of the electrode was not retained. Another model#a219 was interrogated and no issues were encountered. The first model#a219 will be shipped back for laboratory testing.